Event description:
During an in clinic follow up, noise resulting in oversensing, low p wave sensing were noted on the atrial lead. Provocative testing was performed and the noise was reproduced. Lead damage was suspected. Technical support was contacted and also noted inappropriate mode switching and possible myopotential oversensing. Technical support recommended a lead revision to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.